Manufacturer narrative:
Additional suspect medical device component involved in the event product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6) batch: 7072962.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.